Event description:
It was reported that the pump was not delivering medication. The pump was explanted. A catheter dye study was done and was positive. The pt recovered without injury or sequela. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if the add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.